Manufacturer narrative:
A remote support engineer (rse) spoke to the customer and verified the configuration of the module. The rse advised the customer to switch the setting "maximum sensitivity" on. This setting is suitable for critical patients with difficulty in acquiring the spo2 signal. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that when monitoring spo2 on critical patients with the x3 monitor and massimo spo2 sensor, there was difficulty in getting the correct readings. The customer reports that the issue did not appear in stable patients or with the x2 monitor. No other clinical information or medical intervention was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone number: (B)(6)

Manufacturer narrative:
The customer was able to solve the issue by switching the maximum sensitivity setting on. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.